Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reports left side rupture. The device has been explanted.